Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two accutrac 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two accutrac 200 laser fibers were used in a ureterolithotomy by rigid ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noted that the laser fiber was not emitting enough laser energy to break the calculi. When the fiber was removed, it was noted that the connector was hot to touch. A second laser fiber was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient and the physician was not burned by the hot connectors. The procedural delay resulted in the patient developing blood clots. The procedure was completed with a different laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
This manufacturer report pertains to one of two accutrac 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on december 6, 2018 that two accutrac 200 laser fibers were used in a ureterolithotomy by rigid ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noted that the laser fiber was not emitting enough laser energy to break the calculi. When the fiber was removed, it was noted that the connector was hot to touch. A second laser fiber was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient and the physician was not burned by the hot connectors. The procedural delay resulted in the patient developing blood clots. The procedure was completed with a different laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 1437 captures the reportable event of fiber connector overheats. Problem code 2907 captures the reportable event of fiber tip detached. Patient code 1888 captures the reportable event of hemorrhage (blood started to congeal). Investigation results: an accutrac 200 laser fiber was returned in tact in one piece. The fiber measured approximately 305.2 cm from the top of the connector which includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The reported complaints were not confirmed. Returned device review did not show evidence of the alleged issue or any defect that could have contributed to the event. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected. A complaint with a cause of no problem detected indicates that the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Type of reportable event serious injury. Problem code 1437 captures the reportable event of fiber connector overheats. Problem code 2907 captures the reportable event of fiber tip detached. Patient code 1888 captures the reportable event of hemorrhage (blood started to congeal). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two accutrac 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two accutrac 200 laser fibers were used in a ureterolithotomy by rigid ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noted that the laser fiber was not emitting enough laser energy to break the calculi. When the fiber was removed, it was noted that the connector was hot to touch. A second laser fiber was used and the same issue occurred. Reportedly, no fiber fragments fell inside the patient and the physician was not burned by the hot connectors. The procedural delay resulted in the patient developing blood clots. The procedure was completed with a different laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.